Event description:
It was reported that the patient called the on-call coordinator on (B)(6) 2022 and stated that they had drainage and pain at the driveline exit exit site after getting their driveline tangled with their seatbelt earlier in the day. The patient was prescribed 100 mg of doxycycline to take twice a day. On (B)(6) 2022, the patient was seen in clinic for site assessment and was directly admitted to hospital for further assessment and treatment. The patient started on intravenous (IV) vancomycin and then ultimately changed to cefazolin after culture results. The driveline exit site showed results of gram positive cocci and mssa. The wound culture from driveline area above the rectus sheath showed gram positive cocci and mssa. The blood cultures of the patient were negative. A computed tomography (CT) scan of the patient's chest and pelvis area showed mild hypoattenuation tracking along the left ventricular assist device (lvad) driveline in the right upper quadrant subcutaneous tissue. The patient was transferred to the operating room (or) for incision and drainage (I&d) with wound vacuum placement on (B)(6) 2022 and (B)(6) 2022. A peripherally inserted central catheter (PICC) was placed in the patient on (B)(6) 2022. The patient's white blood cell (wbc) count was its maximum on (B)(6) 2022 at a value of 12.1 and they also exhibited a maximum temperature of 100.0 f on (B)(6) 2022. On (B)(6) 2022, the patient was discharged home with intravenous (IV) cefazolin until (B)(6) 2022 and then will changed to oral antibiotics. The wound vacuum was changed on (B)(6) 2022 as standard treatment.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.